Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. This device remains in service at this time.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. Additional information was received indicating that this device was explanted and replaced. No additionla adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
This correction report is being submitted due to changes in the b5 describe event or problem field. This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
Additional information was received; the device was explanted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. This device remains in service at this time. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned for analysis.